Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl). The pod was worn between 1 and 4 hours on the back. It was noted that the pink slide did not move forward, but the cannula was visible and fluid was leaking. Hyperglycemia treated with new pod and correctional bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.